Event description:
Device returned to MFR for analysis with report of explant due to "unable to get the rotor to turn under x-ray". Further detail in the report indicates - pt was implanted with itb pump in 1997 and experienced excellent results. Pump replaced in 2000 due to battery depletion. This pump has not produced the same results as with the original pump. Physician has continually titrated up with no results. Dye study showed no problem with catheter. Physician reports that the pump is very difficult to interrogate eventhough the pt is thin. Pump replaced when rotor would not turn. Pt is satisfied to date with performance of new pump but the dose is still under titration.